Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl and it was addressed with a manual injection. It was noted that there were air bubbles in the tubing. Also, the customer could not see drips at the end of the tubing during fill tubing. The customer declined troubleshooting with tandem's technical support. It was noted that the customer changed the supplies.